Manufacturer narrative:
The main component of the system and other applicable components are:product ID 3998, lot# l72020, implanted: (B)(6) 2000; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain and cervical radiculopathy. The rep alleged that the patient¿s device was in overdischarge. They stated that the patient had not charged since april, due to a medical issue that was unrelated to their device or therapy. The rep performed 4 physician mode resets (pmr), but the device is still not responding. Patient services advised the rep to use antenna locate to find the best location of the implantable neurostimulator (ins). The rep noted they will try another pmr. No further complications or patient symptoms were reported. Additional information received from the manufacturing representative (rep) indicated that they were able to recover the patient¿s ins, charge to 25%, and clear the power on reset (por). The rep ran impedance checks, and found that all electrodes were out of range (oor), and greater than 20,000 ohms when ran at 1.5v. The rep tried to turn on stimulation, but the patient did not feel it. The rep noted to add this to the event as a lead issue. The patient was instructed to charge to 100%, and keep the ins recharged. The rep also advised the patient to follow-up with their neurosurgeon if they wanted to have their lead replaced. It was noted that the patient lost weight, and was (B)(6) pounds. No further complications were reported.